Manufacturer narrative:
Device evaluated by MFR.: promus element plus, mr, ous 3.00x38mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the distal end of the stent were lifted and bunched proximally. The undamaged stent od (outer diameter) was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found damage to the blue inner lumen 72mm proximal to the distal tip. Additionally, a kink was noted in the distal shaft 143mm proximal to the distal tip. 0.014" guidewire, verified with snap gauge, loaded successfully through the distal end of the tip and exited at the exchange port without issue. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14dec2020. It was reported that crossing difficulties were encountered. The severely tortuous and calcified target lesion was located in the right coronary artery. A 3.00x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a stent damage.